Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar cautery instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar cautery instrument's tip broke off and got stuck in the universal surgical manipulator (usm). The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the complaint confirms that the device damage occurred outside of a surgical procedure and was not associated with patient use. There were no reports of fragments falling from the device during use, and the patient did not return with any post-surgical complications related to retained foreign material. Although material was reported as missing or detached from the instrument, the tip accessory was able to screw in properly and did not fall off once installed.